Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced. This was a unilateral left sided stn intraop case that resulted in sub-optimal accuracy for the first lead placement with 2+mm off axis. We replanned the trajectory and placed a second lead without removing the first lead and then scanned again with the o arm. Once it was determined that the second lead was in a more favorable location the surgeon opted to remove the first lead and keep the second lead. The local implant team has the case logs for this case.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. The first lead position was not optimal due to a wrong ict fiducial location error. This location error can generate a wrong registration with the patient. Checking the images can observe some wrong patient registration that can confirm this idea. There were no reported adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.